Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arterial vein graft. An 8.0 x40, 75cm gladiator elite balloon catheter was selected for dilatation. However, during the first inflation, pinhole was noted and the balloon ruptured. The procedure was completed with a different device. No known patient complications were reported and the patient's status was stable.